Manufacturer narrative:
Date of event: unknown. Investigation: level a investigation: complaint evaluation/complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for broken barrel on lot #: 7170638. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# (B)(4). All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd¿ ultra-fine ii¿ (short) self-contained insulin syringe there was an issue with a broken device. It was stated ¿the last pack of devices purchased contained one needle that was split open in the barrel at the plunger end". There was no report of injury or further medical intervention.